Event description:
On (B)(6) 2023, an inappropriate shock was delivered as a result of double counting r waves. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).